Event description:
It was reported the implantable neurostimulator (ins) failed on an impedance test during the implant procedure. The lead was removed from the ins, cleaned off and tried again. The ins still failed. A different ins was used and that one "worked right away." It was stated the patient was doing "fine." A follow up report will be sent if additional information is received.

Event description:
Additional information received indicated on (B)(6) 2013, the patient was "doing fine."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: the setscrew was found backed out too far. Final device analysis of the wrench revealed the following: there were no anomalies found. Final device analysis of the wrench revealed the following: there were no anomalies found.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc. Product type: accessory: product ID neu_wrench_acc. Product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.